Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-wave measurements, undersensing, increased threshold measurements and loss of capture (loc). A lead dislodgement was suspected. Tachycardia therapy and rv pacing was programmed off and a lead revision procedure was going to be scheduled for an unknown date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.